Event description:
The threaded pin broke in the end of the femur and was left in the patient.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. A search of the warsaw and leeds complaint databases for product code 950502089 did not show any other reports for fracture. The investigation could not verify or draw any conclusions about reported fractured pin. Based on the investigation findings, the need for corrective action in not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.